Manufacturer narrative:
The user experienced severe hyperglycemia requiring hospitalization while on ilet therapy. Engineering log review for the period of (B)(6) 2026 through (B)(6) 2026, confirmed that device data were available and showed no malfunction alerts, a factory reset event, and no motor errors; the ilet was delivering insulin as requested and responding appropriately to cgm glucose values. The user reported persistent elevated glucose values beginning on (B)(6) 2026 and remaining elevated through (B)(6) 2026. The user additionally reported pausing the ilet to administer an external insulin injection; however, no fingerstick glucose value was obtained and glucose levels reportedly did not improve. All infusion supplies were discarded prior to investigation and no supply evaluation could be performed. No device malfunction was identified during investigation and no other contributing factors could be confirmed. Based on available information, the cause of the event remains not established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 14-may-2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of 600 mg/dl, resulting in hospitalization. The user was admitted on (B)(6) 2026, treated with insulin and IV fluids, and discharged on (B)(6) 2026. No long-term health effects were reported.